Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose and their insulin pump was damaged. The customer¿s blood glucose level was 39 mg/dl. Troubleshooting was performed and noticed damaged on battery cap and battery compartment. Customer stated that with his pump when he replaces the battery it does not tell him to change his time, or tell him that anything is wrong so he did not change the date or time and as a result he was having low blood glucose. Customer declined to troubleshoot for low blood glucose. The customer was advised pump will need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self test and unexpected alarm error test. Pump passed all operating currents tested within the spec range and passed off no power test. Pump received with cracked battery tube thread, cracked reservoir tube lip, cracked case near display window corners, cracked on display window, stained/torn address/serial number label and minor scratches on display window noted.